Event description:
A report was received that the patient had pain at the lead site, felt that the leads were sticking/bulging out and leaking at the top, and advised that the incision site never healed since being implanted. The patient underwent an explant procedure because the physician assessed that the lead was showing through an open wound in the back. There was an actual skin breakage. The patient was doing well post operatively. No device malfunction was suspected.

Event description:
A report was received that the patient had pain at the lead site, felt that the leads were sticking/bulging out and leaking at the top, and advised that the incision site never healed since being implanted. The patient underwent an explant procedure because the physician assessed that the lead was showing through an open wound in the back. There was an actual skin breakage. The patient was doing well post operatively. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.